Event description:
Event: the number 4 pullwire broke. The patient's right internal iliac artery was inadvertently covered. Event narrative: the superior attachment system was deployed successfully. While attempting to adjust the location of the right iliac attachment system, and although tension was encountered when pulling on the #4 pullwire, the operator continued putting tension on the wire. Although the #4 pull wire was separated from the #4 pull ring, and during the procedure the patient's right internal iliac artery was inadvertently covered, the graft was implanted and the case was completed successfully. The patient is not reported to be exeriencing any complications.